Manufacturer narrative:
The product was received for analysis. This is one of two products associated with the event with reports numbers 1058196-2015-00164/1058196-2015-00165, and additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
A complaint was filed to an enterprise vrd (enc452800 / 10483050), a prowler select plus (606-s255fx / 17018294), and a deltamaxx (cdx180312-30 / c31669). After the bc was delivered to the target aneurysm, 4x deltamaxx were successfully implanted. A coil by another manufacturer (model unknown) was used next, but the coil could not be inserted into the aneurysm. The deltamaxx coil (cdx180312-30 / c31669) was then inserted, although it was delivered into the aneurysm, the microcoil did not loop inside the aneurysm as the physician wished. In order to re-position the mc, the physician recovered the deltamaxx from the patient. However when re-sheathed, the dpu got protruded from about 15cm from the distal end of the mc. The physician re-attempted to re-sheath the deltamaxx several times, but to no avail. It was replaced with another coil to continue the procedure. When the embolization of the aneurysm was almost completed, the bc was withdrawn and replaced with the complaint prowler select plus (mc) microcatheter (606-s255fx / 17018294). The enterprise vrd (enc452800 / 10483050), was then inserted and when reached to the target site, the physician began the deployment of the vrd. However, when the physician pulled the mc back to the distal end of the vrd, the vrd got also pulled back. The physician had a difficulty of properly confirming the position of the devices because of the cranial base, but the concluded the devices were pulled back too far, thus advanced the both devices back to the target site. The physician then retried to deploy the vrd, but this time the mc was stuck and unable to pull back. The physician attempted to deploy the vrd by pushing the delivery wire out, but unable to do so. For the safety, the both devices were withdrawn from the patient. The physician attempted to deploy the vrd in the saline solution. The devices were still stuck first, but after some struggle the vrd was eventually deployed. There was a little amount of blood also came out together, but it did not seem to be thrombus. Another vrd and the prowler was used to continue the procedure, and it was completed without further issues, but due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The complained products will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of an unruptured, saccular-shaped aneurysm at the lt-va, approached from the rt-fa. The patient was a (B)(6) male, whose vessels were mildly torturous but not calcified. The maximum diameter of the aneurysm prior to the procedure was 9mm. The neck to sac ratio was 12.0:7.0mm. The proximal diameter of the parent vessel was 3.0mm, and the distal diameter was 4.0mm. "Jack-up" approach was conducted for the embolization. 2x deltamaxx 9x35, 2x deltamaxx 8x35 (lots unknown) and 2x target helical ultra 3x8 were implanted into the target aneurysm by the double-catheter technique. A shuttle sheath (introducer sheath and gc / cook inc., 6fr), a chikai (asahi intecc), a neurodeo (hi-lex corporation, type unknown), a headway (terumo, type unknown), and an unplast c (terumo) were used for this procedure.

Manufacturer narrative:
After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the vrd was deployed in the saline solution after safely removal from the patient and the dpu of the (B)(4) protruded from the introducer sheath as reported. No further information was available. Additional information will be submitted within 30 days of this report.

Manufacturer narrative:
After the (bc) balloon catheter was delivered to the target aneurysm, 4x deltamaxx were successfully implanted. A coil by another manufacturer (model unknown) was used next, but the coil could not be inserted into the aneurysm. The deltamaxx coil (cdx180312-30 / c31669) was then inserted, although it was delivered into the aneurysm, the microcoil did not loop inside the aneurysm as the physician wished. In order to re-position the mc, the physician recovered the deltamaxx from the patient. However when re-sheathed, the dpu got protruded from about 15cm from the distal end of the mc. The physician re-attempted to re-sheath the deltamaxx several times, but to no avail. It was replaced with another coil to continue the procedure. When the embolization of the aneurysm was almost completed, the bc was withdrawn and replaced with the complaint prowler select plus (mc) microcatheter (606-s255fx / 17018294). The enterprise vrd (enc452800 / 10483050), was then inserted and when reached to the target site, the physician began the deployment of the vrd. However, when the physician pulled the mc back to the distal end of the vrd, the vrd got also pulled back. The physician had a difficulty of properly confirming the position of the devices because of the cranial base, but the concluded the devices were pulled back too far, thus advanced the both devices back to the target site. The physician then retried to deploy the vrd, but this time the mc was stuck and unable to pull back. The physician attempted to deploy the vrd by pushing the delivery wire out, but unable to do so. For the safety, the both devices were withdrawn from the patient. The physician attempted to deploy the vrd in the saline solution. The devices were still stuck first, but after some struggle the vrd was eventually deployed. There was a little amount of blood also came out together, but it did not seem to be thrombus. Another vrd and the prowler was used to continue the procedure, and it was completed without further issues, but due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The complained products will be returned for analysis. After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the vrd was deployed in the saline solution after safely removal from the patient and the dpu of the c31669 protruded from the introducer sheath as reported. No further information is available. The procedure was the vrd-assisted coil embolization of an unruptured, saccular-shaped aneurysm at the lt-va, approached from the rt-fa. The patient was a (B)(6) male, whose vessels were mildly torturous but not calcified. The maximum diameter of the aneurysm prior to the procedure was 9mm. The neck to sac ratio was 12.0:7.0mm. The proximal diameter of the parent vessel was 3.0mm, and the distal diameter was 4.0mm. ¿jack-up¿ approach was conducted for the embolization. 2x deltamaxx 9x35, 2x deltamaxx 8x35 (lots unknown) and 2x target helical ultra 3x8 were implanted into the target aneurysm by the double-catheter technique. A shuttle sheath (introducer sheath and gc / cook inc., 6fr), a chikai (asahi intecc), a neurodeo (hi-lex corporation, type unknown), a headway (terumo, type unknown), and an unplast c (terumo) were used for this procedure. (B)(4). One non sterile enterprise was received on it original packaging inside of a plastic bag. The enterprise stent was not received. The delivery wire was received without any visual damage found. The microcatheter device was received and it was found compressed and analyzed under pi (B)(4). No other visual anomalies were observed. The functional analysis for stent /deployment difficulty could not be performed since the involved stent was not received for analysis. The functional testing for delivery wire/withdrawal difficulty- could not be performed due of the compressed observed on the microcatheter body involved. The enterprise delivery wire was inspected under microscope and no anomalies/damages were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. See lake region investigation report under attachments. The failure "stent deployment difficulty-unable to" as well "delivery wire- withdrawal difficulty" reported by the customer could not be evaluated due to the stent was not received for analysis, delivery wire- withdrawal difficulty was confirmed since functional testing could not be performed, the cause this failed must be related to the damages observed on the catheter body of the involved microcatheter. Procedural/handling factors appear to have impacted on the failure experienced by the customer. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.